Manufacturer narrative:
(B)(4). This product is not intended for sale in the united states. The 510(k) number and FDA product code were derived from a similar product.

Event description:
It was reported that in the patient's room during use, the tip of the catheter was found blocked resulting in swelling at the insertion site. There was no info as to how long the catheter was in place prior to this issue, however, the catheter was removed and replaced with a new one. The nurse also stated that a hole was found in the catheter as well. There was no reported delay, death or complications to the patient as a result of this occurrence.